Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and operative images were provided and reviewed by a clinical representative with the following impression: the reported type iiib endoleak is confirmed. There might have been product use that was incongruent with sizing recommendations and might have contributed to the reported issues: the cuff and bifurcated main body were the same diameter. The patient was obese and had medical history that might have contributed to the remodeling and the advancement of the left iliac artery aneurysm. There might have been evidence of an unreported partial stent collapse and mural thrombus within the stent, which might have contributed to the event. No product issue was identified in the evaluation. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 52 months post-implant of a bifurcated device, an infrarenal aortic extension, and two limb extensions, a leak was observed involving the distal portion of the bifurcated device. Reportedly, an arteriogram showed the aneurysm had grown anteriorly, and identified an endoleak, apparently coming out from the bottom segment of the bifurcated device. The physician chose to reline the device with an additional bifurcated device and a suprarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well. A prior event was reported involving this patient (2031527-2013-00126). A proximal type endoleak was identified between the bifurcated device and the infrarenal aortic extension. A suprarenal aortic extension was placed between devices, which successfully corrected the endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.